Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing label with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing label was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a bard code was not found with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "bar code labels were missing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bard code was not found with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "bar code labels were missing."